Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd onclarity hpv assay reagent pack, the cor instrument initially reported a false negative hpv result for one (1) patient sample. Upon retesting the sample, it was reported as hpv positive by both the cor instrument and the allplex hpv28 detection kit. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd integrated diagnostic systems initiated an investigation into false negative patient results on the bd cor system (catalog # 443982, batch # 3255698). Bd investigation encompassed review of batch history record, review of initial quality control release data, review of returned raw files from customer and complaint trending review. Evaluation of the batch history records and release data revealed trends during time zero quality control testing that could potentially contribute to false negative patient results. Additionally, evaluation of returned raw files did reveal false negative patient results, thus confirming the customers report. However, it is important to note that the occurrence rate of the false negative patient result is below the acceptable rate presented in the package insert. There are no current trends associated with false negative patient results on the bd cor system. Although a product issue has not been identified at this time, bd is continuing to monitor and investigate for any additional factors that may result in control issues to improve the customer experience. No corrective actions have been taken at this time. Bd will continue to monitor complaint trends and functional performance trends during release testing. Bd apologizes for any inconvenience. If there are any questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using the bd onclarity hpv assay reagent pack, the cor instrument initially reported a false negative hpv result for one (1) patient sample. Upon retesting the sample, it was reported as hpv positive by both the cor instrument and the allplex hpv28 detection kit. There was no report of patient impact.